Event description:
It was reported that the usb port was damaged resulting in difficulties charging the pump. The customer's blood glucose level was not impacted. Customer continued to use the pump for insulin therapy.